Event description:
It was reported a vns patient who has been implanted for 8.5 years was recently examined in a emu and was found to have some second-degree av heart block with an increased pr interval. Patient was provided a portable heart-device to record the patient's heart activity. It was reported that the patient's settings had been adjusted down from 1.25ma to 0.5ma; however, av heart block was still observed at night during the last week's measurements. It was noted that vns may be stopped entirely and the av heart block measured again. It was reported the patient has also been switched to keppra (levetiracetam) rather than zebinix (eslicarbazepinacetat) as it is most suitable for patients with heart blocks and not in the sodium channel blockade family.